Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving an unknown drug via an implantable infusion pump for intractable spasticity and cerebral palsy. It was reported that the patient got "blackouts" every 2-3 days for about 30 minutes since 2010. The patient said he did not faint, he just could not remember anything during that time. The patient had been hospitalized to see if it was seizures. The reason for the episodes was still unknown. The patient wanted to know if the pump could cause the problem. The hcp wondered if there was a positional problem. A huge thing to note was the patient had hip pain which was a noxious stimulus. It was unknown what if any environmental/external/patient factors may have led or contributed to the event. It was unknown if the issue was resolved at the time of this report. The patient status was "alive- no injury" and no further complications were expected or anticipated. The patient's medical history included cerebral palsy.